Event description:
It was reported that a red call doctor notification was received on the communicator. Technical services (ts) was contacted, and ts recommended the patient contact their clinic. Later, it was discovered the notification was the result of high, out-of-range shock lead impedance measurements of greater than 125 ohms. The device and leads remain in service. No adverse patient effects were reported.